Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105. System error 105 was confirmed and reproduced at power up. This condition was found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no patient involvement.